Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and on an alternate instrument, resulting as expected. It is unknown if a corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse repaired a leak at the valve manifold for re-suspend port 2, and replaced broken guide followers on reagent probes 1 and 3. The cse also verified alignments of ancillary probe and reagent probes 1 and 2 and adjusted the ring positioning on probe 1. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.